Event description:
The complaint was reported as: alleged issue: inspection report alleges: there is a hole in the package. No pt involvement.

Manufacturer narrative:
A device history record (DHR) review did not show issues related to complaint. Device sample rec'd by MFR, but investigation is still underway at time of this report.